Manufacturer narrative:
A complete analysis and testing of 3 opened and used enlite sensors; found 2 of the 3 sensors failed 1st sensor failed for no isig reads, the 2nd sensor failed due to high readings however, the remaining sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she received a weak signal alert, sensor error and an unexpected reinitialization. Customer was trying to reinitialize. Customer had to remove the sensor to change it. When she took the sensor out it was straight not bent but noticed a bit of copper color in the inside. Nothing further reported.